Event description:
Tracheostomy performed at bedside by physician at 11:00. Cuff checked prior to insertion and no problems were detected. At 14:00, the cuff would not maintain air pressure so that the patient could maintain tidal volume. The tracheostomy tube was changed out.